Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), a ketone level identified as dangerous by healthcare provider, a loss of consciousness, and a coma. The cause of elevated bg was unknown; however, customer was recently diagnosed with gastroparesis. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.